Event description:
The pt reportedly experienced intermittencies with her device. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Surgery to explant the pt's device has been scheduled.